Event description:
It was reported that the device had channel error 5-13-1531. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error 5-13-1531. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of channel error 5-13-1531 was confirmed. On 02-dec-2024, 2 syringe devices were received unboxed and with paperwork. The units failed to boot alarming error code 5-13-1531 when attached to a test pcu, confirming the stated problem. The correct serial numbers were flashed to each unit; the units were attached to the test pcu, and each unit booted up and operated as expected. No serial number flashed to the units. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.